Event description:
The product was returned to the MFR for disposal. The device tracking system indicated that the pt had expired. Attempts were made to determine the cause of death, but were unsuccessful. The pt was last seen for a refill in 2008; no problems were noted at that visit.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.